Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) follow up check it was observed that the patient experienced inappropriate therapy/shock during t-wave oversensing (twos) episode. It was observed that the ICD did sometimes recognize twos and sometimes did not with shocks as result. Troubleshooting performed during follow up, and the ICD remains in use. No further patient complications have been reported as a result of this event.